Manufacturer narrative:
(B)(4). The device was manufactured 04/24/2014 ¿ 05/02/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
A customer reported having an inadequate amount of iodine in their minicap disconnect cap. It was unknown whether or not this observation was made during patient use, though no patient injury or medical intervention was reported. No additional information is available.